Event description:
It was reported that the system 7 sagittal saw was overheating during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 sagittal saw was overheating during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The original reported event, device gets warm, was confirmed. Upon disassembly, the drive link was found to be loose. The drive link was replaced along with other preventive maintenance, and the repaired handpiece was returned to the customer. A drive link loose on the blade mount base failure can affect device functionality and cause or contribute to high amp symptoms, which can lead to the device heating up.